Manufacturer narrative:
Batch review performed on 18 june 2019: lot 174737: (B)(4) items manufactured and released on 11 january 2018. Expiration date: 2022-12-27. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold with 2 similar reported event. Clinical evaluation performed by medical affairs department: shoulder instability occurred few weeks after reverse shoulder arthroplasty. The components remained intact and we cannot detect any hint of a defect that led to the problem. These event may be caused by insufficient re-establishment of soft tissue tension after the operation. No further conclusion can be drawn with the elements at hand. Another device was involved in the complaint. Batch review performed on 18 june 2019: batch review for reverse shoulder system 04.01.0123 humeral reverse hc liner ø39/+3mm, lot: 179980 (k170452): (B)(4) items manufactured and released on 02 may 2018. Expiration date: 2023-04-17. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 2 weeks after primary, during a rehabilitation exercise (pendulum) the patient shoulder dislocated (glenosphere from liner). Before the revision surgery date the patient dead for an heart attack.